Manufacturer narrative:
A lot history review was conducted and identified that a device history record (DHR) review is required. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the device was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was closed. The gray outer sheath was torn off approximately 55mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was in place and not released. There was a gap between the atraumatic tip and the distal end of the outer catheter of 2mm. Dried blood was present between stent graft and outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure in an a-v fistula at the venous anastomosis, the stent graft was unable to be deployed. The entire device was removed and another stent graft was used to complete the procedure. There is no reported patient injury.